Event description:
A healthcare professional reported that there was an occlusion and the system did not work. No error messages were displayed. They tried changing the handpieces, the cassettes and also rebooted the system, but the system did not work. Another system had to be used to complete the surgery. There was no patient harm.

Manufacturer narrative:
A service visit was performed and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).